Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented while coding and chest compressions were administered prior to the procedure; using a femoral artery access approach during the procedure of the proximal left circumflex artery a 2.25 x 18 mm xience xpedition stent delivery system (sds) was prepared and during insertion and advancing through the sheath it was noted that the hypotube shaft had fractured and separated. The device was not used. A second 2.25 x 8 mm xience xpedition sds was advanced but could not cross the lesion and was removed without reported incident. A third 2.25 x 15 mm xience xpedition sds successfully crossed the lesion and was implanted. It was noted, however, that the patient condition deteriorated and the patient subsequently died while still in the cath lab suite. Additionally, the patient was started and stopped during coding and CPR about 4 times and post stenting the patient condition could not be revived. During the procedure the patient was administered thrombolytic drugs due to numerous clots unrelated to the stent and the patient had been intubated. The noted cause of death was most likely from cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis, shaft separation was confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.